Event description:
It was reported that the ilet displayed recurring alert 60 indicating a bluetooth low energy communication error despite multiple restarts, and the device was replaced. Symptoms included no reported clinical effects. Outcomes included no reported impact to health. The device was returned for investigation. Preliminary investigation of this case revealed a communication fault consistent with a ble board communications error, with the pump component implicated and no user error identified. The device returned displayed alert 60, and extensive hardware testing revealed that the hoverboard's u4 chip was defective, resulting in a bluetooth address of 0.0.0. After replacing it with a functioning hoverboard, the device operated correctly. The complaint has been confirmed; the u4 chip on the hoverboard is faulty.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.